Event description:
Customer reported that during vasoseal es tissue dilator placement, the dilator went 1 - 1 1/2 inches past the white line on the vasoseal es temporary arteriotomy locator. The procedure was stopped. The deployer had difficulty disengaging the j-segment of the locator and advance the locator forward. The j-segment then disengaged easily. The tissue dilator was removed and the yellow indicator line on the locator was observed above the skin line. The locator was advanced forward to be used as a guidewire to replace the procedural sheath. The locator was then removed but, the j-segment was not visible. Fluroscopy revealed the j-segment in the right common femoral artery. Another puncture as made in the left groin and the j-segment was removed with a snare. The pt developed a hematoma following the left groin procedure and a transfusion and dopamine were administered. No further complications were reported.